Event description:
A falsely depressed (negative) hcg result was obtained on a patient sample. The result was reported to the physician. The sample was repeated and an elevated (positive) result was obtained. The corrected result was reported. It is unknown if patient treatment was altered or prescribed. There was no report of adverse health consequences as a result of the falsely depressed hcg result.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely depressed hcg result was lack of sampling or possible user error. No definitive cause can be attributed. A siemens healthcare diagnostics inc. Field service engineer (fse) was dispatched to the account for troubleshooting and maintenance. The instrument is performing within specifications. No further evaluation of the device is required.